Event description:
This device case, reported by a diabetes nurse educator via a sales rep, concerns a female pt who experienced hypeglycemia and lack of blood sugar control. The pt was taking insulin lispro (humalog) via pen injector device (humapen ergo teal/opaque) for treatment of diabetes. It is unknown whether the pt was a trained user. It is unknown if she was taking an other medications. During treatment with insulin ispro via pen injector device (a1220/ms8335), the pt experienced hyperglycemia and lack of blood sugar control. She went to an out-patient clinic for re-stabilization of glycemia, to get her blood sugars back in control. The pt changed her pen (a1521/ms8930) and her glycemia improved but "not good enough". The pt has gone back to using a syringe. The diabetes nurse educator returned the pens to the regulatory authorities. The reporting diabetes nurse educator did not provide a causality assessment. No further info is expected.

Event description:
This device case, reported by a diabetes nurse educator via a sales rep, concerns a pt who experienced hyperglycemia and lack of blood sugar control. The pt was taking insulin lispro (humalog) via pen injector device (humapen ergo teal/opaque) for treatment of diabetes. It is unknown whether the pt was a trained user. It is unknown if pt was taking any other medications. During treatment with insulin lispro via pen injector device; the pt experienced hyperglycemia and lack of blood sugar control. Pt went to an out-patient clinic for re-stablization of glycemia, to get pt's blood sugars back in control. The pt changed pt's pen and pt's glycemia improved but "not good enough". The pt has gone back to using a syringe. The diabetes nurse educator returned the pens to the regulatory authorities. The reporting diabetes nurse educator did not provide a causality assessment. No further info is expected. This report is cross-referenced to the global product complaints management system (gpcma) database cid110483 and cid111178. Update 07-sep-2001: upon review it was decided that this case was to be upgraded to "serious" as the pt required intervention (for cid110483) from an out-patient clinic. Added MFR's preliminary comments to device page. Update 10-sep-2001: upon review of case, cid111178 was created for device a1521. Added device (ms8930) as a second suspect device not previously entered.